Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient is in the ER getting the catheter placed again. Patient went to the emergency room and they were able to drain 1500 cc from his bladder. This relieved his pain. No further complications were reported/anticipated at this time.